Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: complaint confirmed. There is a missing unit label sensor on the line for detection of missing labels the most likely cause of the missing label is a process interruption occurred during label application and the unit was not properly culled out by a production associate after the system alarmed and the manufacturing line stopped.

Event description:
It was reported that the bd vacutainer® plus plastic sst¿ blood collection tube was received without a label. No serious injury, no medical intervention reported.